Event description:
Patient reported "sitting a little higher". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition of device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported "sitting a little higher". Patient later reported "capsular contracture baker grade unknown". This record is for the left side. Device remains implanted.